Event description:
It is reported that the tip broke during surgery, tib. The device malfunctioned during surgery on an unknown date with patient involvement. This is report 1 of 1 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was returned because the tip broke during surgery, tib. The product was received at service and repair who conducted a visual evaluation and determined that device could be not repaired so it was discarded. Without a lot number the device history records review could not be completed. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
(B)(4). This report is being retracted as this is a duplicate report of synthes MFR report #2520274-2013-01754. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.